Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized by emergency medical service due to high blood glucose on (B)(6) 2021. Customer¿s blood glucose was 400 mg/dl. Customer¿s current blood glucose was 213 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose customer¿s blood glucose was treated with intravenous insulin drip, electrolyte, urinanalysis. Troubleshooting was done for high blood glucose and under delivery. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not used during the time of event. Based on customer report they did not alleged insulin pump was under delivering. Customer stated hospitalization occurred as they woke up not feeling well and nauseated and crawled from the carpet to the floor and customer¿s mother came in and called emergency medical services. The insulin pump will not be returned for analysis.